Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used during an endoscopic biopsy procedure. According to the complainant, during the procedure, the device was exchanged from rj3 pulmonary biopsy forceps to rj4 pulmonary biopsy forceps but the physician was not familiar with the specification differences between these two. There was no structural nor functional issue noted with the complaint device and the procedure was completed with such device. After completing the procedure, they noticed that the biopsy tissue taken at the upper lobe of the bronchus was bigger than expected. Fluoroscopic examination was then performed and revealed pneumothorax occurence at the biopsy site. However, because the pneumothorax was mild grade (under intermediate), the patient was placed under observation to determine if future treatment would be required. Attempts to obtain additional information regarding the need for patient treatment for this event have been unsuccessful. If additional relevant information is received a supplemental MDR will be filed.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.